Event description:
Voluntary medwatch received states that the patient's right ventricular lead exhibited high pacing impedance and episodes of noise. No intervention was performed and the patient experienced no consequences.